Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and went to the emergency room for treatment with a blood glucose (bg) level of 31 mg/dl; the cause of dka was not provided. The customer was treated with dextrose 50, magnesium, zofran, 2 bags of potassium chloride, compazine, 2 bags of sodium chloride, and intravenous fluids of saline to address the elevated bg. The customer was discharged later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.